Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the ro marker of catheter (subject device) dislodged from catheter and became stuck in mca branch. The physician attempted to remove the ro marker from the patient's anatomy but was not able to remove from vessel. The detached ro marker of subject catheter remains inside the patient's anatomy. Surgical delay of 3 hours was reported and the procedure was not completed successfully. It was reported that the patient was experiencing stroke like symptoms and is under added medication. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis and therefore the as reported ro marker detached/separated/not visible under fluoroscopy and un-retrieved device fragments cannot be confirmed and therefore undeterminable will be assigned to these as reported codes. The as reported patient stroke is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that the ro marker of catheter (subject device) dislodged from catheter and became stuck in mca branch. The physician attempted to remove the ro marker from the patient's anatomy but was not able to remove from vessel. The detached ro marker of subject catheter remains inside the patient's anatomy. Surgical delay of 3 hours was reported and the procedure was not completed successfully. It was reported that the patient was experiencing stroke like symptoms and is under added medication. No other clinical consequences were reported to the patient due to this event.

Event description:
It was reported that the ro marker of catheter (subject device) dislodged from catheter and became stuck in mca branch. The physician attempted to remove the ro marker from the patient's anatomy but was not able to remove from vessel. The detached ro marker of subject catheter remains inside the patient's anatomy. Surgical delay of 3 hours was reported and the procedure was not completed successfully. It was reported that the patient was experiencing stroke like symptoms and is under added medication. No other clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned for analysis and therefore the as reported events cannot be confirmed and therefore undeterminable will be assigned to these as reported codes.